Event description:
Customer reported that 10cc saline flush syringe from excelsior medical spontaneously unwound when connected to the maxplus valve. The nurse attached the syringe and began to flush a central venous catheter and it unwound, which resulted in the pt getting squirted in the face with fluid. There was no report of pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, device has not been received. Only unused products have been received from this user for this issue. A f/u report will be submitted with failure investigation results should the device be received for eval.